Manufacturer narrative:
Correction: patient coding updated to proper value the display of the viewing station of the imaging system was returned to the manufacturer for evaluation. It was reported that there were visual cracks on the lcd of the display.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative performed a system check out and replaced the mobile view station (mvs) display. After the mvs display was replaced the system performed as intended. Mechanical, software, and hardware tests passed system checkout. Return requested, however no parts received.

Event description:
A site biomed representative reported that the mobile view station (mvs) on the navigation system displayed grey and color shades after surgery. A system restart did not resolve the issue. There was no delay of therapy as there as no patient present when this issue was observed.